Event description:
It was reported that pre-dilatation was performed with a trek balloon dilatation catheter (bdc) via one inflation to nominal pressure. A 2.5x8 xience xpedition stent delivery system (sds) was then advanced via femoral access to a heavily calcified lesion in the mildly tortuous proximal obtuse marginal coronary artery with resistance felt against the heavily calcified lesion and force was applied. When attempting to inflate the xpedition sds, while the indeflator gauge did not indicate any pressurization of the sds, a leak was observed at the distal balloon seal as bubbles were noted to be coming from that area. Although no pressure was noted on the indeflator and the balloon was not observed to expand, the stent slightly expanded at the target lesion site. The uninflated balloon was then gently withdrawn from the slightly expanded stent without resistance, and from the anatomy without resistance. A trek bdc was then advanced to the stent, which was completely deployed using the indeflator, at the target site, completing the procedure. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross/resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. The inflation and deployment issues were confirmed. Distal balloon leak was not confirmed; however, proximal shaft leak was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.